Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from the health care provider (hcp), regarding a female patient receiving intrathecal bupivacaine 8mg/ml, dilaudid 8mg/ml, and morphine 10mg/ml (concentrations were asked; unknown) via an implantable infusion pump. The indication for use of the device was for failed back surgery syndrome and spinal pain. The concomitant medications and patient history were not reported. The health care provider (hcp) was requesting compatibility guidelines for an MRI. The MRI was being done due to a problem with the device or therapy, as they were doing the MRI to see if the patient had a granuloma. No symptoms were reported. The results remained unknown.

Manufacturer narrative:
The recall/notification was applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.